Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: the battery compartment was cracked near the top, below the bumper pad, and between the bumper pad and the top. The battery cap threads were stripped and were unable to tighten. The display was dim and pink. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment and cap were damaged, and the display was dim. This report is made based on results of investigation completed on 29-dec-2017.